Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:46:47. During night drain cycle four, the patient's ultrafiltration reading was 13548ml, indicating the home patient (hp) drained 13548ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.